Manufacturer narrative:
Following replacement of the fuses, a medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the fuses on the imaging system were open. It was reported that a biomedical engineer at the site replaced the fuses. There was no patient present when this issue was identified. No additional information was provided.